Manufacturer narrative:
This report is submitted on december 4, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a dislodgment of the internal magnet during an MRI scan. Subsequently, on (B)(6) 2017, the patient underwent revision surgery to replace the magnet. The implanted device remains insitu.